Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty power supply switch malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the on and off power switch won¿t stay in is due to faulty power supply switch malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center's on and off power switch did not stay in and would not power up. The issue occurred during set up. There were no reports of patient involvement.